Event description:
It was reported that an infection occurred and vegetation was observed on the right atrial (ra) lead via transesophageal echocardiography. The leads and competitor implantable pulse generator (ipg) were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: pm2210 st jude ipg, implanted: (B)(6) 2013. (B)(4).